Event description:
It was reported the patient had the inflatable penile prosthesis revised as beginning in (B)(6) 2021 the device was not cycling and the pump would not inflate the cylinders. During the revision surgery, it was noted that the tubing from the pump to the reservoir had disconnected. The outcome of the surgery was satisfactory.